Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a transfemoral tavr procedure in the aortic position, post valve deployment, the patient suffered a coronary occlusion. During bav, it was seen that there was more calcification in the annulus than expected and therefore it was decided to implant a 23mm sapien 3 valve with +3cc volume. The implantation of the valve was successfully completed, however, the post deployment angiogram showed a reduced flow in the lad. After further diagnostic it was thought that some calcification must have moved in front of the lad and partially blocked it. The lad was first dilated with a balloon and then a stent was implanted. The final outcome was good and the patient was noted to be doing well.

Manufacturer narrative:
Additional information provided indicated the patients sinus of valsalva (sov) measured 28.6mm and was severely calcified. The sinotubular junction measured 23.4mm and was mildly calcified. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the cause of the reported coronary occlusion post tavr procedure was unable to be confirmed, however per report, during deployment, calcification most likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.